Event description:
It was reported that within two days of implant the right ventricular lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419488 lead; implanted on 2006-(B)(6); dtba1d4 ICD, implanted on 2015-(B)(6); (B)(4).